Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a lap gastrectomy, scissoring occurred at the 1st firing. The device was used on the distal part of the right gastroepiploic vein. Then, jamming occurred. It had a difficulty in removing the jaws from the target tissue, but finally the jaws were removed by pulling and swinging the device. The handle could not be grasped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m93c4x. The analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 17 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.